Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported, surgeon thought that she saw smudge on the intraocular lens (iol). There was no patient contact. The event was observed when removing the lens from the package. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/7/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The zcb00 was received in the original folding carton and lens case insert. Particle and debris were observed on the optical surface that could be related to handling the lens out of an environment controlled for particles. The lens was cleaned and inspected. No inclusions or damage on the lens was observed. The reported issue was not verified. Based on the product returned evaluation a product quality deficiency could not be determined. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.